Event description:
Instrument broke and the small ring, which had loosened, fell into the wound site. Surgeon was subsequently able to recover the ring with no further incident. This event occurred outside of the us, in (B)(6).

Manufacturer narrative:
Engineering evaluation pending return of device.